Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented in atrial flutter with loss of capture (loc) and pain on the left side. Interrogation revealed low out-of-range pacing impedance measurements and increased thresholds. Imaging did not show evidence of dislodgement. The thresholds were increased but the following day there was loc at max outputs. The lead appears to be sensing appropriately and there was no noise present. The physician does not suspect perforation but possibly a microdislodgement. Intervention was performed and the lead was repositioned which resolved the issue. The lead remains in service. No additional adverse patient effects were reported.